Event description:
It was reported that this device was found to be depleting faster than expected. The patient had been seen over one year ago and the longevity remaining was about eight and one half years. A few months ago, longevity remaining was about an estimated six years. No adverse patient effects were reported. Currently evidence suggests that this product remains in-service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this device was found to be depleting faster than expected. The patient had been seen over one year ago and the longevity remaining was about eight and one half years. A few months ago, longevity remaining was about an estimated six years. No adverse patient effects were reported. Currently evidence suggests that this product remains in-service. Additional information: the product has been explanted, replaced and returned for analysis. This report has been updated with the product investigation results.